Manufacturer narrative:
The information contained in this report is being provided to FDA to comply with medical device reporting regulations and is based on information submitted by others that may not be factually correct. This submission does not constitute a determination or admission that a device has malfunctioned or that a device is related to an injury or death.

Event description:
The patient underwent an interbody fusion with placement of an elite expandable device on (B)(6) 2020 without incident. Images approximately five (5) months post-operation show the implant as expected with no issues. Approximately ten (10) months post-surgery, the patient experienced new leg pain. Imaging confirmed a collapsed implant with a potential fractured bolt not in the expanded position. Due to new patient symptoms, treating physician advised a second medical opinion regarding re-operation.